Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." "Dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions."

Event description:
It was reported that the patient underwent an initial total hip arthroplasty on (B)(6) 2010. It was noted, the patient dislocated in (B)(6) 2011 and (B)(6) 2013 and had elevated metal ion levels on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2013. The acetabular cup was removed and replaced.